Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color. There were no reports of patient injury. The device was returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color. There were no reports of patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile exoseal vascular closure device (6f) involved in the reported complaint was returned for investigation. Visual inspection showed the deployment lever was received not depressed, the guard was not locked, the plug was in manufacturing position, and the indicator wire was not deployed. No catheter sheath introducer (csi) was returned for this evaluation. The indicator window was in the black/white position, and no additional anomalies were observed during this analysis. The guard was locked to initiate the indicator wire deployment simulation, and no issues related to the reported event were observed, as the indicator wire deployed as expected. A deployment simulation test was also conducted; the indicator wire was pulled to achieve the black/black position, followed by full depression of the deployment lever, resulting in proper indicator wire retraction and plug deployment. The indicator window then correctly transitioned to the black/white and red position. A high magnification evaluation was performed on the internal mechanism of the device. No abnormal conditions were observed during this analysis. The reported event of indicator window no change to indicator was not observed through analysis of the returned device. The guard was locked and deployment was successfully performed, with all transitions of the window achieved. The internal mechanism had no anomalies. The exact cause of the issue experienced could not be conclusively determined during analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The device was received with the cowling/guard not locked. It is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.